Event description:
It has been reported to philips that the system would not turn on. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turning on. Review of the system log file showed that the collimator, geometry, image processor, miscio, sequencer, ui devices and x-ray generator errors and confirmed the malfunction and such a general issue was caused by a common source which was power supply. Upon inspection, the fse determined that the power distribution unit had a malfunction. The fse repaired the power distribution unit and replaced the dcps (direct current power supply). After replacement of the dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.